Event description:
The customer reported the instrument generated reagent probe motion errors, "cuvette not dry before first reagent dispense" errors, and found a leak from reagent probe a on their unicel dxc 600 pro synchron system. The customer stated the fluid was contained to the instrument and described the volume of the fluid as a "few drops" upon troubleshooting, the customer found the fitting on reagent probe a was loose. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A beckman coulter field service engineer was not dispatched. The customer resolved the issue by tightening the top connection fitting on reagent probe a. The beckman coulter internal identifier for this event is (B)(4).